Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose around 20 mg/dl. The customer's spouse reported that they could not unable to exit prime. The customer's spouse reported insulin pump kept delivering insulin. The customer's spouse stated that they had to give IV glucose to treat the low blood glucose. The customer's spouse declined to troubleshoot for low blood glucose. The customer's spouse was advised to hold down act button until they received series of beeps or numbers on the display. The customer's spouse stated that they received series of beeps and numbers of appeared on the screen. The customer's spouse was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.